Manufacturer narrative:
Through troubleshooting with the reporter via the phone, the problem was determined to be due to the unit was not correctly paired and the monitor was on the wrong channel. The reported problem was resolved upon identifying the cause of the problem. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the monitor was powered on but no image was present. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed without delay using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been nearly 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the image was not displayed because the monitor was on the wrong channel. The device was not returned; hence, assistance was provided by phone and the problem was corrected. The procedure was completed without delay or incident. No further treatment was required. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.